Event description:
It was reported by the rep the device was used during laparoscopic cholecystectomy.it was reported that the clip applier was not properly forming clips.they were not holding when applied to the cystic duct.there was no cosequence to the patient.